Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: perforation requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that the there was a perforation in the initial case in 2009, where two promus stents (sizes unk) and a whisper guide wire were used. It was not found during use of the promus stents and the pt had to be taken to surgery one week later. It is not known if the perforation was due to the whisper guide wire or the promus stents. No additional event or pt info is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The second promus everolimus eluting coronary stent system is being filed under the same MFR number.